Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential, lost sensor alarm and bent sensor cannula. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 106 mg/dl. Customer's sensor glucose level was 40 mg/dl. The sensor glucose and blood glucose readings have been off by over 50 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer advised the transmitter was not blinking, so they charged the device and waited until the light turned off. Customer advised they attempted to plug it in, but continued to receive lost sensor. Troubleshooting for bent sensor cannula was performed. Customer advised the infusion set was bent and it occurred on the 5th day after insertion. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.